Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-1200; serial number: (B)(4); batch/lot number: 355158; model/catalog description: precision montage MRI ipg sterile kit. The explanted devices were not returned to bsn.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a revision procedure wherein the ipg and lead was replaced. The patient was doing well postoperatively.